Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2010 and composix kugel hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2010) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the bard/davol - ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2010 and composix kugel hernia patch on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with umbilical hernia thereby underwent laparoscopic combined with open repair with implant of ventralex mesh (device #1). Per operative notes,¿ the umbilical defects were identified and dissected. A ventralex mesh (device #1) was placed tacked and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of ventralex mesh (device #1) and implant of composix kugel (device #2). Per operative notes, ¿the previously placed mesh (device #1) was migrated inferiorly. The mesh (device #1) was removed. Recurrent umbical hernia was noted and fascial defect was closed and composix kugel mesh (device #2) was placed and secured with tacking sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent incisional hernia and pain thereby underwent laparoscopic converted to open repair with removal of composix kugel (device #2) and implant of biological mesh. Per operative notes,¿ adhesiolysis of right upper quadrant were completed. Loops of small bowel was seen involved in the hernia defect and attached to old mesh (device #2). The small bowel was released and hernia sac with abdominal mesh (device #2) were excised. The fascia was closed with sutures and biological mesh was placed.¿ (B)(6) 2015 - patient was diagnosed with multiple recurrent ventral hernia thereby underwent open repair with implant of biological mesh. Per operative notes, ¿hernia defect superior to the umbilicus was noted. The fascial defect was closed with sutures and biological mesh was placed.¿